Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found the objective (ob) lens was dirty. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue is due to electrical/electronic component problem identified. The performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the objective (ob) lens was dirty. There was no report of patient involvement.